Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped. Device was removed and a new instrument was used to complete the procedure. No patient injury reported. No additional information was available at this time.

Manufacturer narrative:
.